Event description:
It was reported by the rep that the device was used during a thoracotomy with wedge resection. It was reported the surgeon fired the tct55 across the lung successfully on the initial firing. They reloaded the linear cutter and attempted to fire it again. They could not complete the firing stroke. They opened another tct55 and fired is successfully on its initial firing across the lung. The scrub nurse reloaded the second linear cutter and the surgeon attempted to fire it a second time. However, he encountered the same difficulty for he could not complete the firing stroke completely. They then opened a third tct55 and finished the case. There was no consequence to the patient.